Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient also reported left side breast feeling "firm and looks abnormal due to capsular contracture," baker grade unknown. Additionally, patient reported "raynaud's phenomenon" (not device related) which was discovered to be a preexisting condition. Device has been explanted and replaced.